Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken on the bottom case and plunger assembly. The device was cracked and chipped out on both lower front corners of top case, the right plunger and bottom case were cracked and battery missing. The motor not running appeared in event history log. Motor not running was found during occlusion test. The root cause was found to be a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. The technician replaced motor assembly, worm gear, leadscrew and clutch halves. The device passed preventative maintenance and all functional testing.

Event description:
It was reported that a motor not running error occurred. No patient injury was reported.